Event description:
It was reported that during a gastric bypass procedure, on the second firing the staples on the lateral cartridge did not form correctly. The other 2 lines were properly formed. No pt impact.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.